Event description:
Facility alleges 3rd use blood leak while initiating dialysis treatment. Alarm was stopped. Blood in dialysate. Blood in arterial blood line was returned to pt. Pt is in stable condition.